Manufacturer narrative:
Pt is anemic. Per product user guide: limitations, hematocrit ranges between 30 - 55% will not affect test results. Pt current health status may lead to unexpected inr result or testing error. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr = 3.2, 2nd inr = 2.3, 3rd inr = 2.3, mean = 2.60, sd = 0.52, %cv = 19.99. Since % cv is less than 20%, inratio meter results pass the criteria for precision. Recent test conducted on lot 248203 on (B)(6) 2011, met precision criteria. Test results are as follows: donor 54 = 3.2, 3.2, 3.2 inr; donor 55 = 3.9, 4.0, 4.4 inr. In-house test results have 0.00% and 6.45%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Pt reported having anemia, but hct level is not available. It may have contributed to unexpected test result. Per prod user guide: limitations, hematocrit ranges between 30 - 55% will not affect test results. Analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. No prod was expected to be returned. Retained strip test results comparison met accuracy criteria. (B)(4). Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in (B)(4) tests. This issue will be subjected to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 3.2, md's inratio: 2.3, retest md's inratio: 2.3. Results done within minutes of each other. Pt's target therapeutic range is 2.5 - 3.5.